Event description:
Nurse was attempting to engage the slide guard on an insulin needle. Nurse claims that during the process the guard stuck and didn't fully engage and in turn the nurses finger slipped and the needle poked her.

Manufacturer narrative:
Unused device returned by user facility did not display any manufacturing defects and operated as intended.